Manufacturer narrative:
Per the user guide: always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg 299 mg/dl). Manual injection was administered and a bolus was delivered to address bg. Cause of event was not known. Pump system check with tandem technical support (cts) found air bubbles in tubing. Reportedly, customer did not remove air during the fill tubing step. Cts assisted the customer with changing the pump supplies and resuming insulin delivery.